Event description:
It was reported that during implant, intermittent and high threshold was observed. The device was replaced. No consequences for the patient were reported.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).